Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line. Functionally, the reload was loaded into a post market vigilance instrument. The reload was applied to test media, all remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partial fire condition with interlock engagement may occur if the instrument firing button had been partially compressed and released. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during bypass of gastroenterostomy procedure. The powered handle and reload were being used for the jejunum resection. The surgeon thought that the device fully fired the first firing. Then pushed the silver button and pulled the knife back. However, the resection and the stapling was stopped at the site of 40mm. Replaced by another reload and the surgeon successfully fired to the incomplete site of the original staple line. The surgeon said that the tissue of the intestinal canal was thick and did not clamp the other material. There was no patient harm. The status of the patient is no problem. No reinforcement material was used.